Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 584mg/dl, 520mg/dl and 415mg/dl and 177mg/dl. Customer¿s current blood glucose was 431mg/dl. Customer stated that customer feels that insulin pump was under delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high pressure test and it passes. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the dat test at 0.08715 inches. (B)(4).